Manufacturer narrative:
Part not yet returned.

Event description:
A medtronic ent reported during a case the surgeon was unable to register his pt using tracer. He was able to get a passing and accurate registration using pointmerge. During the case, the surgeon reported some issues with intermittent tracking. No impact on pt outcome was reported.